Event description:
Removal of (l) breast implant 20 to peri-prosthetic effusion abscess (l) breast.

Event description:
Alleged effusion and abscess. Follow-up findings: possible infection of unknown etiology. Removal of (l) breast implant secondary to peri-prosthetic effusion abscess (l) breast.